Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.0, lot #01g1300283 was manufactured on 07/24/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the anesthesiologist could not deflate the balloon after placement. The patient' s condition is reported as fine.